Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3487a-33, lot# j0357327v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3487a-33, lot# j0348826v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was low impedance. There was low impedance noted on several electrodes. The clinical diagnosis was adverse stimulation. The patient had a partial loss of stimulation. The outcome was reported as resolved without sequelae. Interventions included reprogramming. Diagnostic methods included patient reported and device interrogation/device data. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as lead 1 and lead 2 and the implantable neurostimulator (ins). The patient reported tripping and landing on their knees about 2 months prior to report. The patient then reported that stimulation stopped working about one and a half months prior to report. The patient reported that stimulation was turning on and off. The typical settings for the patient were at 0.7 volts and the patient was not feeling stimulation at 1.4 volts when the manufacturing representative increased it. Therapy changed when the patient pressed on the implantable neurostimulator (ins) location in the abdomen. The manufacturing representative could not run impedances at 3.0 volts due to the patient's sensitivity at 1.4 volts. Results showed no anomalies found. The manufacturing representative ran impedances at 1.5 volts and there was a result of 450 ohms. The lead had a lot of repeating values. There were two values at 4/6 2177 ohms, greater than 15 ma and 4/7 2217 ohms with greater than 15 ma. It was reviewed to try and remove contact 4+ from program 1. The manufacturing representative did this and the patient was able to feel stimulation at 5.4 v - 5.9v in the low back area but the patient needed more in the feet. Program 2 was changed from 1+, 2+, 3- to 5+, 7- to try and drive stimulation more lower. The patient felt stimulation at 1.9 volts and it gave the patient the coverage needed. The battery voltage was 2.84 volts and the patient typically used stimulation at .7 volts and turned stimulation off at night. The patient was happy with stimulation. Signs and symptoms included stimulation not working. The location of the symptoms was the paresthesia area; low back and feet. It was considered a sudden change in therapy/symptoms. Relevant medical history included: degen disc disease/herniated disc pain.